Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed inappropriate mode switch episodes, evidence of crosstalk was noted from bi-ventricular paces on the atrial channel. The patient was asymptomatic. The device was reprogrammed.